Manufacturer narrative:
Concomitant medications: aspirin 325 mg tablet -take 325 mg daily, atorvastatin 20 mg daily, metoprolol xl 50 mg daily, oxycodone-acetaminophen (percocet) 5-325 mg every 4 (four) hours as needed, sennosides-docusate sodium 8.6-50 mg tablet twice daily. Devices used during initial coil embolization: orbit g2 complex fill coils (641cf0510/ c11298, 641cf0306/ c11716, 641cf2505/ c11605, 641cx2535/ c11536). Complaint conclusion: the devices were implanted and not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Coil compaction is a known long term event associated with coil embolization. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. With review of the information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2015-00048, 2954740-2015-00049, 2954740-2015-00050, and 2954740-2015-00051. This is an initial/final MDR.

Event description:
A patient experienced recurrent left supraclinoid internal carotid artery aneurysm due to coil compaction approximately 5 months after placement of four orbit g2 complex fill coils (641cf0510/ c11298, 641cf0306/ c11716, 641cf2505/ c11605, 641cx2535/ c11536). Initially the patient presented with a 6 x 5mm supraclinoid left internal carotid artery aneurysm with a 3mm neck and subarachnoid hemorrhage. Following coil embolization, there was 95% occlusion with minimal residual at the base. There were no product malfunctions or adverse events at that time. Approximately 5 months after coil embolization, cerebral angiogram showed an increase in the neck remnant due to coil compaction and 10 months later, angiogram revealed increase in neck remnant. Approximately two and a half years after the embolization, the coil compaction was treated with stent assisted coil embolization involving placement of an enterprise stent (enf451412/10420180), with no residual and no product malfunction. The procedure was complicated by right pharyngeal wall hematoma, edema (right tonsillar pillar) and dysphagia secondary to intubation. The patient was discharged 3 days later without treatment. It was later confirmed that the patient was eating and drinking without difficulty. The physician confirmed that all of the symptoms were related to intubation.